Manufacturer narrative:
Event date is approximate. Other applicable components are: product ID 3889-28 lot# va13kdm, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [See general text for omitted information] it was reported that the patient had their system removed 2 weeks prior and had a partial lead remaining. It was reported there was lead breakage during explant. Caller confirmed that the removal of the ins/lead was for MRI. The patient was redirected back to their healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported again not being able to have MRI because of lead fragment left behind. Caller said they have had an x-ray and the lead hasn't moved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the lead breakage during explant was unknown, but it was most likely tissue adherence. It was also reported no further actions were taken with regard to the lead fragment remaining in the patient.